Event description:
While a pt was being transferred from bed to chair via the lift, the straps broke, causing the pt to fall. There was no apparent injury to pt. Dept of safety and risk mgmt was notified.